Event description:
Rusch inc. Has switched their manufacturing to either malaysia or china so this could be the issue. Rusch's rusch mmg sterile intermittent catheter has a tremendous amount of bacteria in the lubricant on the catheter. This product is used by spinal cord injured patients who are at high risk of infection. Spinal cord patient use this catheter 4 to 6 times a day. Best manufacturing processes are not being followed.